Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged. The ra lead was re-positioned and remains in use. It was further reported that during the ra lead re-positioning procedure, the patient experienced ventricular tachycardia (vt) when their implantable pulse generator (ipg) was in rate response mode. The vt stopped when the ipg mode was changed to a non-rate response mode. The ipg was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.